Event description:
The customer reported that the power cord plug on the ID now instrument short circuited and has a burnt area on or before (B)(6)2024. The customer confirmed there was no adverse event or effect. No additional information was reported.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided this report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information received: d9 - device available for evaluation. D9 - date returned to mfg. H4 - device mfg date. B3: the date provided is an approximation as the exact event date was not provided this report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. Upon receipt at abbott diagnostics scarborough, the cable cord of the power supply was evaluated for blackened silver prongs. The white area around the silver prongs and the bottom of the prongs themselves were observed to have blackening. There was no evidence of wire damage or fraying. An image was also provided by the customer and shows burn/char marks on a power cord. The ID now instrument was not returned for evaluation. The release documentation confirmed the serial number related to the subject power supply of the instrument met the required release specifications. The current overall incident rate for ID now instrument thermal decomposition of device for serial number 44ffdc1c based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the instrument is performing as expected. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, an assignable cause is most likely from power surge of outlet. As per the user manual, the recommended rated input voltage: 100-240vac and output voltage: 12v. The complaint is anticipated in nature and severity within the product risk file; no new hazard has been identified and it will continue to be tracked and trended.

Event description:
The customer reported that the power cord plug on the ID now instrument short circuited and has a burnt area on or before (B)(6) 2024. The customer confirmed there was no adverse event or effect. No additional information was reported.